Event description:
According to the info three weeks after the implant surgery, the penile prosthesis would not fill anymore.

Manufacturer narrative:
According to the available info, this inflatable penile prosthesis was implanted three weeks before it was removed in 2007 due to the device not being able to fill anymore. A resipump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the resipump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striations, indicating contact with sharp instrumentation. No functional abnormalities were noted with either cylinder. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed instrument separation occurred subsequent to the device packaging being opened. In addition, based on the info received, the device did not fill after only three weeks of being implanted. As the device is not to be used for that period of time, qa concluded that the separation most likely occurred inadvertently during the implant procedure.